Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004 the patient underwent anterior cervical discectomy and fusion in c5-6 using rhbmp-2, cervical plate implants and peek cage to treat the following pre-op diagnoses: cervical hnp. Cervical spondylosis. Cervical disk disease, c5-6. Op notes: the thecal sac decompressed and placed decorticated 5-mm router. The distraction then removed. The disk space was then sized with templates and a 7-mm peek cage. Cage was then packed with bone morphogenic protein (rhbmp-2) and inserted into the disk space. Lateral c-arm fluoroscopy demonstrated good position of this cage. An anterior bone spur was then removed with high-speed 5-mm drill. Wound irrigated with copious amounts of ancef solution and a cervical plate was then selected and secured to the bias at c5 and 6 after pilot holes were driven and 4 screws then placed. Locking screws were then secured. Once again lateral c-arm fluoroscopy demonstrated good trajectory of the c5 screws. C6 could not be visualized because of the patient's shoulders. Wound then irrigated copious amount of ancef solution. Hemostasis obtained with bipolar electrocautery. The patient taken to recovery room in satisfactory condition. No other information was provided. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.